Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The failure for overheating was confirmed by the diagnostic engineer through functional evaluation, disassembly and visual inspection. The components of the drill were corroded, including the bearings. The spindle housing was unthreading.

Manufacturer narrative:
The investigation is in progress.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.